Manufacturer narrative:
The results of the investigation were inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
During the procedure, the tip of the 1.5mm hex driver broke off in one of the 2.3mm locking cortical screws. The tip of the driver was unable to be removed from the screw, and the screw remains implanted in the patient. No other adverse consequences to the patient were reported. This report is related to report number 3025141-2022-00193 for the driver involved in this event.